Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced during the procedure. The mcs instrument did not have the mcs tip cover accessory installed at the time of the arcing. As a result, there is the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy the customer had issues with the monopolar curved scissors (mcs) instrument. The customer forgot to install the tip cover and arcing occurred during energy firing. The customer then installed the tip cover and completed the procedure with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use. No damage was noted after the arcing event which was near the tip of the instrument. The customer was attempting to use monopolar energy and a grounding pad was in use near the patient's arm. It was confirmed that the mcs tip cover accessory was not installed as noted in the instructions for use. As a result, an energy leak occurred at the instrument's wrist. The instrument was in use intermittently for 1 or 2 minutes prior to the customer realizing that the mcs tip cover accessory had not been installed. The instrument did not touch staples, clips, or sutures while energized and the instrument jaw was not immersed in liquid or contaminated. Following proper installation of the mcs tip cover accessory, no further arcing was noted. There was no harm to the patient's tissue and no post-operative complications have been reported.